Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the solo PICC catheter is confirmed, and the cause is likely use-related. The device returned was one 4 fr s/l power PICC solo catheter. Visual observation found that the catheter was unusually wavy. Residues were found on the hub and proximal catheter tubing which may have been partially adhesive. A transverse hole was found between the 6- and 7-cm depth marks. A region of dark blue discoloration was found between the 35- and 36-cm depth marks. The catheter terminated at the 48-cm depth mark. Tactual evaluation found the catheter to kink preferentially at the hole. Microscopic evaluation found that the break surface of the hole appeared to be granular, without sharp edges. Functional testing found the catheter to leak at the hole identified between the 6- and 7-cm depth marks, and to be patent to infusion through the distal tip after initially overcoming an obstruction. When aspiration was attempted, only air was aspirated. The characteristics of preferential kinking and granular/irregular breaks within the kink are indicative of flexural fatigue, or breakage due to repeated kinking. This may occur when the angle at which the catheter rests is acute enough to cause kinking, and/or the PICC undergoes excessive motion. The following IFU statements may be helpful: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ ¿precautions related to device placement procedure the powerpicc solo*2 catheter features a reverse-taper catheter design. Placement of larger catheters at or below antecubital fossa may result in an increased incidence of phlebitis. Placement of the powerpicc solo*2 catheter above antecubital fossa is recommended. Avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomforte.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿

Event description:
It was reported that there was leak from a fracture, at an unknown location on the PICC. The line was removed. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas2184 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that there was leak from a fracture, at an unknown location on the PICC. The line was removed. No patient harm was reported.